Manufacturer narrative:
Checking the manufacturing charts for sterilization of the involved lot#: 17at03y, no pre-existing anomalies were found. This is the first and only complaint received on this lot#. The explanted item involved was not available to be returned to limacorporate for further analysis. No additional details were available on this post-operative issue, preoperative or post-operative x-rays were requested but not available. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering the facts: checking sterilization on the manufacturing charts of the involved lot #, no pre-existing anomalies were found. We can state that the event was not product related. Pms analysis. According to limacorporate pms data, (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note: this is a combined initial-final MDR.

Event description:
On (B)(6) 2017, revision surgery performed for debridement and poly liner swap due to patient complaint of pain. During the surgery, the glenosphere was removed and the poly liner and proximal portion (interpreting this as the humeral body) were removed. A new poly liner was placed. The humeral body component and glenosphere was noted to be re-inserted. Note. "Clearly states in IFU section 1.2 handling and storage - re-use of previously implanted devices must absolutely be avoided". No purulence was found, there was a significant hematoma and a mild amount of straw-colored fluid. The hematoma was evacuated, and cultures were taken. The patient involved has a complex clinical history: on (B)(6) 2016, initial surgery: a lima smr anatomic total prosthesis was implanted. On (B)(6) 2016, 1st revision surgery due to pain and potential allergy to poly or metal (surgeon concern). Conversion from anatomic to hemi prosthesis. This event was registered by limacorporate as complaint: (B)(4) with the MFR: 3008021110-2023-00089. On (B)(6) 2017, cultures from on (B)(6) 2016 reveal p acne so a second revision surgery was performed to remove all implants (humerus part included) due to potential infection. No gross appearance of infection observed intra operatively. This event was registered by limacorporate as complaint: (B)(4) with the MFR 3008021110-2023-00090. On (B)(6) 2017, revision surgery performed for debridement and poly liner swap due to patient complaint of pain. Object of this incident report. Patient data: male, date of birth: on (B)(6) 1971, approx. Weight: 113kg, disabled. Event happened in u.s. Item explanted: smr reverse liner +3mm d.40mm, commercial code: 1365.50.815, lot#: 17at03y, ster.#: 1700105 glenosphere smr shoulder 40mm, commercial code: 1374.09.0120, lot#: 1615316, ster.#: unknown.